Event description:
It was reported in the article that a retrospective review was performed for 26 patients underwent endovascular treatment for an acute vertebral artery dissection (vad). The patient had the hemorrhagic type of the vad and underwent reconstructive treatment including the modified stent-assisted semi-jailing technique. During the procedure the subject stent was placed across the dissecting lesion. A digital subtraction angiography (dsa) performed at six months follow-up, found in-stent parent artery occlusion. The patient was asymptomatic. 16 months follow up the patient¿s modified rankin scale was measured of 0.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between september 2005 and january 2014.

Event description:
It was reported in the article that a retrospective review was performed for 26 patients underwent endovascular treatment for an acute vertebral artery dissection (vad). The patient had the hemorrhagic type of the vad and underwent reconstructive treatment including the modified stent-assisted semi-jailing technique. During the procedure the subject stent was placed across the dissecting lesion. A digital subtraction angiography (dsa) performed at six months follow-up, found in-stent parent artery occlusion. The patient was asymptomatic. Sixteen months follow up the patient¿s modified rankin scale was measured of 0.

Manufacturer narrative:
The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.